Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son's insulin pump kept alarming no delivery. The patient's blood glucose was in the 500 mg/dl range this morning due to another no delivery alarm. Troubleshooting was declined for the high blood glucose. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No excessive no delivery alarms noted. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip noted.